Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose. Customer stated that they had a low blood glucose of 40 mg/dl. Customer stated that they took long last insulin for treatment of low blood glucose. Customer was experienced high blood glucose of 400 mg/d/ which was treated with manual injection. Auto mode feature was active at the time of high blood glucose event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The pump will not be returned for analysis.